Manufacturer narrative:
1 device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated and it was determined the device experienced cosmetic/aesthetics issue, not affecting function, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 44 to 43.

Event description:
This report summarizes 43 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 36 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 7 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 45 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
4 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device that was originally coded as evaluated was not made available by the customer; the reported issue was not confirmed. 1 device that was pending was evaluated and it was determined the device experienced [enter not reportable hazard here], which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 45 to 44. 2 devices are still pending evaluation.

Event description:
This report summarizes 44 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.